Manufacturer narrative:
The account installed a new head actuator to repair the bed.

Event description:
Info received indicates the head motor was not working (head of bed would not rise or lower). The head section of the bed was stuck in the raised position.